Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was observed that the right ventricle lead failed to capture. Subsequently, x-ray imaging confirmed that the lead had become dislodged. The lead was explanted and replaced. The patient remained in stable condition.